Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, the subject device tested positive for klebsiella pneumoniae (>150 cfu /240 ml). The facility also informed that the subject device was re-tested and the subject device tested positive for pseudomonas aeruginosa (>150 cfu /100 ml). The user facility reported that the subject device had been manually reprocessed with peracetic acid. There was no report of infection associated with this report.